Event description:
It was reported that within one week of implant, the patient experienced hematoma, and exit block was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).